Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d1, d4, g1, g4 (510k), h4: this report is for an unk - electrode. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, manufacturing site name, 510-k number and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a medial patellofemoral ligament (mpfl) reconstruction on the knee, the vapr 3.5mm hook device suddenly went into evaporation mode without any operation being performed once it was connected to the main unit. It was reported that the cord was hastily unplugged from the main unit. When the main unit was restarted and the product in question was plugged in again, the same problem occurred. Use of the electrode device was discontinued. Therefore, a new unknown electrode was opened and inserted, but the same problem occurred. According to the reporter, a problem with the main unit or foot switch was suspected. The unknown foot switch device was replaced, the unknown electrode was tried again, and it worked without any problems. According to the reporter, it was determined that the foot switch was faulty. There was 30 minutes surgical delay and no harm to the patient. The electrode device was brand new and the first use when the issue occurred. All available information has been disclosed. Report 3 of 3 for (B)(4).